Event description:
On (B)(6) 2022, the customer's husband alleged to medela canada that his wife's freestyle flex breast pump keeps stopping every time he opens it. He additionally alleged his wife has mastitis and the baby doesn't want to take milk from her.

Manufacturer narrative:
The customer was sent a new freestyle flex pump. In follow up with a complaint handler on 06/24/2022, the customer reported the mastitis began in early june and she was prescribed medication. The mastitis had worsened and required two surgeries. Currently she no longer has mastitis. She has shipped back her old pump. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and surgery and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
The device was returned without the customer's parts and accessories, only the pump and power supply were returned; therefore, it was evaluated with a medela lab kit on 08/08/2022 and it failed suction and cycle specifications. The pump was charged overnight, the battery accepted the charge. The pump was run in the expression mode for about an hour and did not power off.